Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited undersensing and was dislodged with atrial pacing getting right ventricle pacing morphology. Additional information obtained from the field representative that the ra lead was dislodged which was confirmed by x-ray examination and lead morphology. The ra lead was repositioned and still remains in service. No additional adverse patient effects were reported.